Event description:
It was reported the subject device scope image did not display. No patient harm reported.

Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found the video connector flooded, a malfunction in the imaging of the main unit, and a crack on the video connector. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): scope image did not display. IFU applicable sections the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. Video connector flooded. IFU applicable part: the following statement is found in the "precautions" section in the instruction manual "for safe use handling and general precautions": ·if the electrical contacts of the video connector are bumped, the video connector may be damaged. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Malfunction in the imaging of the main unit. IFU applicable part: the following statement is found in the "warning" section of the instruction manual "for safe use endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.